Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed during attempted deployment as the tamp tube was not available to tamp the sealant. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU), and the advancer tube was not engaged or visible. A non-sterile ¿mynxgrip vascular closure device¿ 6f/7f was returned for product investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The procedural sheath was not returned for analysis. The sealant sleeve was located in the middle of the catheter, and the slit did not present any anomalies. The sealant was in its manufactured position, and the advancer tube was in its manufactured position, indicating that the shuttle was not advanced all the way into the procedural sheath. The syringe was connected to the luer hub, which was in the open position. No other outstanding details were observed. Per functional analysis, a simulated shuttle advancement step was performed with the non-sterile device as indicated in the IFU. The returned device performed as intended, deploying the sealant as expected. The advancer tube traveled and pushed the sealant until the deployment process was achieved, deploying the sealant as expected with no anomalies observed. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant and advancer tube were still in their manufactured positions. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle, as evidenced by the position of the sealant sleeve of the returned device indicating that the shuttle may not have been fully advanced into the procedural sheath. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed during attempted deployment as the tamp tube was not available to tamp the sealant. There was no reported patient injury. The device is being returned for evaluation.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed during attempted deployment as the tamp tube was not available to tamp the sealant. There was no reported patient injury. The device was stored and prepped according to the IFU, and the advancer tube was not engaged or visible. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.